Event description:
Patient reported that infusions are taking longer than normal and she experienced some leaking during the last infusion. Assessed proper technique and pt stated nothing has changed with her infusion otherwise. Advised a new pump may help. Patient reported lot number s.82001, serial number (B)(6). Pt stated she has not changed anything with her infusions, still uses 2 sites with f500 tubing 9mm and reviewed how long it should take per pump calculator. Pt stated it has been taking about 2 hours. Technique sounds fine. Sending new freedom 60 pump to see if that helps with the issue and if its still leaking, advised to call back to further assess. No missed dose or adverse event reported. Device available for return. Expiration date is unknown. No further information. Reported to (B)(6) by patient/caregiver.